Event description:
Ous MDR - it was reported that, after an implantation time of about 64 months, an excessively high shock impedance of more than 150 ohm was measured. During the explantation, damage to the insulation of the associated lead was also detected. No worsening of the patient's state of health was reported. The date of implant was not provided to us for this device.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 28 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked, and it showed that the eos battery state had been activated on (B)(6) 2013 during an automatic formation, more than four weeks after the explantation of the ICD. The battery state eos resulted from a temporary drop of the battery voltage below the eos threshold. The cause for this was the charge process during an automatic formation in the explanted state, probably at an ambient temperature that was too low. The available iegms showed interference in the ventricular and ff channel. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. A check of the impedance measurement function did not show any anomalies that could be related to the clinical observation. The ICD functioned properly. The eos state was reset with the help of a technical programmer, the device state was then eri. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The charge amount drawn from the battery was checked, the battery depletion was as expected for an implantation time of 64 months and 28 charge processes. In summary, the analysis of the ICD did not show any anomalies that could be related to the clinical observation. There were no indications of material defects or manufacturing errors for either the lead or the ICD.